Event description:
The device was returned for service. During testing, a failure code 570:320:844:0000 was found in the pump's event history. There have been no incident reports filed since the last baxter service event. No additional information.